Manufacturer narrative:
Initial 3 of 6. Initial name: (B)(6). Last name:(B)(6). Email ID: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced six infusion sets tubing leakage events at site on (B)(6) 2026. The infusion set was used for one to two days. Patient replaced the infusion sets and resumed insulin deliveries successfully.